Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not connecting, and when it did connect, there was a lot of static and distortion on the screen. The event occurred prior to the sedation procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device was not connecting, and when it did connect, there was a lot of static and distortion on the screen. The event occurred prior to the sedation procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on distal edge, dirt in objective unit, loose light guide adapter, and light transmission failed three attempts were performed to obtain additional information, but no response was received from the customer. Based on the investigation results, the most probable cause of the complaint is a component failure, which appears to be an expected or random occurrence without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.